Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the lens was not available for evaluation. No further information was provided. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient states that distance vision and near vision is not good and she has to wear the glasses. Additional information received and stated that, the patient can't see at distance and she was unable to pass her drivers test. Also stated that she can't see even with glasses.